Event description:
It was reported that "I had a spinal fusion done at the hospital. They fused my 1-4/1-5 s-1 and they used bmp also. My surgery was done from the back. Not even 3 months later, I was back in the hospital to have bony overgrowth removed in 2011. Since then I have had horrible pain. Even had to resign from my job. I also had a spinal cord stimulator implanted, but nothing has worked. I have just recently heard that bmp was only supposed to be used for back surgery done from the front, so I'm upset because I'm old, I have had 4 major back surgeries and now I have this bmp in me that is pushing on my nerves causing horrible pain to my legs and back. I will be having another surgery at hospital to have the bmp overgrowth removed off my nerves."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.